Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that communication error with scopes occurred and b30 was displayed due to scope connector failure (detection bar). The cause of the faulty scope connector could not be identified. The following items are included in the instructions for use and may prevent the indicated phenomena: ·"5.3 connection of an endoscope confirm that the electrical contacts inside the video connector socket of the video system center are not damaged such as bent or collapse. 1 confirm that the video system center and all connected devices are turned off. 2 confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. Confirm that the electrical contacts at the device side of the scope cable/both connectors at the scope side are not damaged. 4 connect the endoscope connector of the videoscope to the output socket of the video system center securely. (See figure 5.4) for connection method, refer to [electronic attachments] or [instruction manual]. 5 push the video connector of the videoscope cable into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark faces upwards. 6.8 termination of the operation 4 when an endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. 8.1 care a) do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. B) when the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system center, had both error code b30, and e216 display during preparation for use. The intended procedure was diagnostic. There were no reports of health hazard to the patient or user of the device. There was no delay. The procedure was completed using a similar device. This report is being submitted for the reportable malfunction of error code b30.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the socket detection bar was broken, which is also a reportable malfunction. During inspection and testing, the customer's complaint (error code b30) was confirmed and found to be caused by a faulty connector. Additionally the following findings were identified and are as follows: (a.) The socket was corroded, (b.) The front panel was discolored and broken, (c.) And the capacitor was broken. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.